Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold in both unipolar and bipolar pacing configuration with multiple repositioning attempts. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted. All tines were intact and undamaged.